Manufacturer narrative:
The guide wire was not returned for evaluation as the broken portion remains in the patient and the other part is reported to have been discarded. A device history record (DHR) review could not be conducted as the device lot number is unknown. Without a lot number, a review of manufacturing records cannot be completed. A review of the complaint trend analysis found no observed trends for issues of this nature. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Event description:
It was reported that the surgeon had just inserted a viper cannulated screw into the patient and was pulling the guide wire out. The surgeon struggled with pulling the guide wire out through the cannulated part of the screw and when the guide wire was finally pulled out, a piece of the wire had broken off and remained in the patient. A decision was made to leave the broken guide wire portion in the patient as the wire appeared to be stable and did not migrate away from its original position. A screw was inserted in a different path from the original through which the guide wire was inserted. The remaining portion of the guide wire was discarded by the customer. It was reported that the event did not result in any adverse consequences to the patient and there was no significant delay.